Event description:
The handles weren't functioning properly. On the third handle loaded by the rn and surgeon, surgeon and scrub nurse attempted to attach the handles to the staple loads. When pulled down, it would not load nor would it lock down. When the device was fired it misfired without stapling, but it cut the lung tissue. The surgical site had to be extended because the pt had significant bleeding and required intra-operative resuscitation.